Event description:
It was reported prior to ICD change, diagnostic imaged revealed externalized conductors. When the lead was connected to the new device, first dft test failed to rescue the patient requiring external defibrillation. Lead was capped and replaced.